Event description:
According to the reporter, while doing the over-sew of the staple line during a sleeve gastrectomy procedure, multiple straight staples were noted with no evidence of curled ends. To complete the rest of the sleeve, additional reloads were used. There was no patient injury reported.